Event description:
Per the audiologist, the patient¿s fixture fell out approximately two and half weeks after implantation. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).